Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument tip broke off and fell in the patient. It was retrieved the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and failure analysis found the primary failure of a broken grip tip to be related to the customer reported complaint. The instrument was found to have a broken grip tip at the base of the grip. A piece approximately 0.546" x 0.197" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.